Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to the inability to lower a gripper line. Although there was no adverse patient effect, gripper actuation issues have potential of injury. It was reported that this was a mitraclip procedure to treat mixed degenerative and functional mitral regurgitation (mr) with a grade of 3. Clip delivery system ((B)(4)) was steered into the left ventricle without issue. Before leaflet grasping attempt, the clip was opened. The gripper lever was lowered. The grippers, however, remained raised per fluoroscopy. In an attempt to lower the grippers, the gripper lever was moved up and down, but the grippers remained raised. The mitraclip was then closed and opened. The grippers remained raised. Again, the gripper lever was pulled up and pushed down. One of two gripper arms lowered. The cds with undeployed clip was, therefore, removed without issue and another cds was used successfully. One mitraclip was implanted, reducing the mr to 1. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported inability to lower gripper arms was not confirmed via returned device analysis. Returned device analysis indicated that the gripper arms were able to lower and raise with no issues as expected. The discrepancy between what was reported (grippers were not able to lower) and what was observed (grippers were able to raise and lower) may have been due to the varying amounts of tension felt by the device at the account during the procedure versus the returned product analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.